Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff mis was confirmed. The reported plunger mechanical jam could not be confirmed as the plunger was inserted and then depressed in the device to completely deploy the needles with no resistance noted. It should be noted that the electronic perclose proglide instructions for use (eifu), states: do not use excessive force or repeatedly push the plunger assembly. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that can contribute to mechanical jam, difficulty deploying the plunger and failure to cycle/needle to cuff miss (retrieval issue) include, but not limited to manufacturing, anatomical conditions, aggressive user technique, excessive torque or force, difficult insertion or failure to maintain a stable position of the device with respect to the tissue tract. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.d4: correction - lot number from unk to 2111942.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a diagnostic cerebral angiogram procedure using a 6f sheath. Reportedly, the plunger was difficult to push down. Force and several tries were used to push the plunger down. When the plunger was removed, no suture came out. A cuff miss [suture retrieval issue] was noticed. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Medical device problem code - against resistance. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.